Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, the touchscreen was unresponsive. The customer's blood glucose (bg) was 240 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue was verified; however, a the touchscreen issue could not be identified.